Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during an attempting repositioning of this right ventricular lead due to poor placement at implant and post implant oversensing, the physician reported helix rotation issues likely due to entwined tissue. A new lead was required to complete the revision. No resulting adverse patient effects. The explanted lead is intended to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead confirmed setscrew marks on the terminal pins, an extended and stretched helix and dried blood and residual tissue entwind around the helix base. Resistance and pressure testing were then performed verifying the electrical performance and insulation integrity of the returned product. The helix mechanism/rotation did function during analysis however could no longer be fully retracted into the helix housing, as it was too stretched from it's original shape. Laboratory analysis was unable to confirm any manufacturing anomalies that would have cause or contributed to the observed sensing issues post implant.